Manufacturer narrative:
Additional information was received that the patient was experiencing worsening muscle pain. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be replaced and leads will be added.

Event description:
A report was received that the patient was experiencing shocking sensation. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing shocking sensation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing worsening muscle pain that was confirmed to be a pre-existing condition per fax, but experienced tenderness to palpation of middle thoracic facet joint just above the midline incisional scar from the paddle lead placement. Stimulation improved the patient¿s symptoms significantly, but the patient underwent a procedure wherein a lead was added to optimize coverage above her existing leads. The patient¿s ipg was also upgraded and replaced due to physician¿s preference.

Event description:
A report was received that the patient was experiencing shocking sensation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the lead was punctured through the lead sheath after exiting the needle in the epidural space. It was also noted that the lead had high impedances. The patient suffered no adverse effects and underwent a revision procedure wherein new lead was implanted.

Event description:
A report was received that the patient was experiencing shocking sensation. The patient will undergo a revision procedure.